Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
** Note: this will report event 2 of 3 in which the polycel group sustained sensory neural hearing loss. This file investigates the findings in ¿comparison of titanium vs. Polycel total ossicular replacement prosthesis¿, faramarzi m., et al; iranian journal of otorhinolaryngology, vol.28(2), serial no.85, mar 2016. The study was a ¿prospective randomized clinical trial study which compares the hearing result of total ossicular replacement prosthesis made of titanium with omega connector and polycel.¿ the outcomes reported were post-surgical observations collected during the research process. ¿patients were classified in two groups: titanium kurz (ttp¿ -vario system, kurz (B)(4)) with omega connector and polycel (sheehy plastipore polycel, medtronic xomed inc). The duration of the follow up was 6-12 months.¿ polycel ¿is made with thermal-fused polyethylene material that causes little immune response and it is inserted easily in the middle ear. 70-80% of this prosthesis volume is made by multiple pores of about 250 micrometer in diameter.¿ patient outcomes: ¿sensory neural hearing loss occurred in 3 patients in the polycel group (5%).¿sensorineural hearing loss is a rare complication after ossiculoplasty that may be due to trauma to the footplate causing perilymphatic leakage or due to labyrinthitis.¿

Manufacturer narrative:
Date of this report: (B)(6) 2016. (B)(4). Date manufacturer received: 02/10/2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.